Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer reported the tap broke during the surgery and the tip remained implanted in the patient's bone. The surgeon resected the surrounding bone to remove the tip. No adverse effects were reported as a result of this event, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
The tap was visually evaluated with a digital microscope. The tip of the tap has a transverse fracture through the threads and is a typical fracture from excessive force. The tip was returned and it has been deformed, likely from the instrument used to remove it from the patient¿s bone. The undamaged threads where measured and found to be within tolerance. There are no indications of manufacturing defects. The most likely underlying cause of the complaint is excessive force applied during use.